Manufacturer narrative:
Product evaluation: analysis results not available; device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece got hot. "The heat was built up upon using it. Surgeon complained about the heat and request to change a new handpiece. It was that time when the circulating nurse got injured when she retrieved the handpiece by using bare hand (without wearing glove)." It was confirmed that the nurse had redness on the palm which required no interventions or procedures, it has healed on its own. There was no patient impact.

Manufacturer narrative:
Corrected information: no eval explain code.